Event description:
It was reported that while in the box, a firmware update for the pacemaker was attempted and failed. The device went into back-up mode and was not restored.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory due to hardware reset from telemetry interruption. The cause of the telemetry interruption is consistent with firmware upgrade procedure.